Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, the device was unable to be interrogated. Premature battery depletion was suspected. No intervention has been performed at this time and the patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information received indicated that the device was explanted and replaced to resolve the event.

Manufacturer narrative:
Upon receipt, the device was unable to be interrogated on a programmer and normal communication was not established. A visual inspection of the device revealed no anomalies. Battery testing was performed and revealed the cause of the reported event of failure to interrogate was due to low battery voltage. Based on the implant duration of the device, it did not meet the expected longevity of 36 months. The cause of the premature battery depletion remains unknown.